Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to confirm blank display and unable to perform any tests due to lcd physical damage. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 288mg/dl at the time of incident. Troubleshooting found that the pump was dropped and the screen is cracked. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.